Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department feeling presyncopal. No capture, a heart rate of 37 beats per minute, and low pacing impedance were observed. X-ray showed the right ventricular (rv) lead had retracted into the tricuspid valve. The patient was thought to have twiddled the lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.